Manufacturer narrative:
(B)(4) the explanted products will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker and lead system presented with a hematoma at the implant site. Then signs of infection in the pacemaker pocket were observed. The system was explanted, the patient was treated with antibiotics, and a new implant was planned for a later date. No additional adverse patient effects were reported.